Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a use error was reported in which the hp replaced a patient extension line that became disconnected without replacing the rest of the disposable supplies. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed not to attempt to reuse any disposable supplies. Users are also warned that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the hp had replaced a disconnected patient extension line with a new one without changing the rest of the disposable supplies. This occurred during therapy, while the hp was connected. Technical service representative (tsr) assisted the hp in ending therapy on the hc device and explained why therapy needed to be ended. The hp stated that they would restart therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.